Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a090208 captures the reportable event of poor-quality image. Block h9 (correction/removal reporting #) on (B)(6) 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an esophagogastroduodenoscopy (egd) to treat a post sphincterotomy delayed bleed, on (B)(6) 2023. During the procedure, the image quality was blurry. The procedure was successfully completed without any patient complications using another exalt model d scope.